Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report reproducible, lower than expected vitros troponin I es (tropi es) results were obtained from a non-vitros biorad liquichek cardiac marker plus level 1 quality control fluid, lot 1003101 when tested a vitros xt 7600 integrated system. Biorad level 1 qc fluid results of <0.012, <0.012, <0.012, <0.012, <0.012, <0.012, <0.012, <0.012, <0.012, <0.012, <0.012 and <0.012 ng/ml versus the expected result of 0.237 ng/ml biased results of the magnitude and direction observed may led to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros tropi es results were obtained from a non-patient fluid and were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that reproducible, lower than expected vitros troponin I es (tropi es) results were obtained from a non-vitros biorad liquichek cardiac marker plus level 1 quality control fluid, lot 1003101 when tested a vitros xt 7600 integrated system. A definitive assignable cause of the event could not be determined. Based on historical qc fluid results, a vitros troponin I es lot 5521 performance issue could not be ruled out as contributing to the event as within laboratory precision issues were observed with the level 3 qc fluid. Additionally, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5521 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Within run precision testing performed following the event indicated acceptable instrument performance. However, as no precision testing was carried out at the time of the event, an instrument issue cannot be completely ruled out as a contributor to the event. Pre-analytical qc sample handling and storage could not be ruled out as a contributing factor as it was established that the customer was not following the biorad qc fluid handling and storage recommendations. The customer believes that the lower-than-expected biorad level 1 quality control fluid tropi es results obtained were likely due to operator error and the processing of an incorrect qc fluid. However, it was not possible to definitively establish this. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5521.